Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent handling during sheath removal caused the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of a 2.75x28mm xience xpedition drug eluting stent system (dess), the stent was noted to be loose on the stent delivery system. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.